Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was the metal piece found inside or outside the sterile packaging? Unk was the sterility of the device compromised? Unk when did the event occur? Was it pre-op or intra-op? The event found during the kit packing process. What is the procedure name and date? Unk are there photos of the metal piece available for visual analysis? Yes attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that it was found that there was a metal piece during the kit packing process. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with twelve unopened overwrap packets was received for analysis. Product code mx552. To evaluate the condition of the returned samples, the box was opened. Upon visual inspection of the returned samples, a foreign matter that appears to be debris from the msda folder packet and others unknown black points were noted inside the overwrap packets. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with twelve unopened overwrap packets was received for analysis. Product code mx552. To evaluate the condition of the returned samples, the box was opened. Upon visual inspection of the overwrap packets, an unknown foreign matter that appears to be debris from the msda folder packet and others with appears to be black was observed, inside the overwrap packets. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.